Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to hyperglycemia on unknown date. The customer blood glucose level was 336 mg/dl and 500 mg/dl. The customer was treated with injection. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer tried to correct the blood glucose with the insulin pump on the time of event but didn't decreased. Customer confirmed that the cannula and drive support cap was intact. Customer confirmed that there was no crack on the pump just a small scratches on the screen. The device will not be returned for analysis.